Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
(B)(6) 2016 - it was reported by the facility that a patient had scar tissue from a previous cvc that was placed a year ago. When they were attempting to place a 10 fr line recently, in the same location, they were unable to tunnel all the way through due to the remaining scar tissue from the previous cvc. Because of the scar tissue, the decision was made to downsize to a 7 fr line. They removed the 10 fr line, believing they removed it in it's entirety and proceeded to implant the 7 fr line. The end of the 10 fr appeared to be a "clean break" and no one realized anything was left in the patient. When the x-ray was taken to confirm placement of the 7 fr line, it was observed that there was a remaining piece in the subcutaneous tissue (not in the vein). They considered this to be the 10 fr line that "snapped off."